Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer obtained a low sensor scan result of 62 mg/dl which prompted having to self-treat with food. As a result, the customer experienced symptoms of dizziness and weakness. The customer was seen at the hospital for hyperglycemia due to scan results of 450 mg/dl from an hcp meter and was administered an insulin drip as treatment by a healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.